Manufacturer narrative:
A supplemental is being submitted for device evaluation and investigation completion. Product event summary:the controller was not returned for evaluation. An autologs report revealed a controller power up event on (B)(6) 2020, at 02:36:50. The data point prior to the loss of power revealed that a battery was connected to power port one (1) and a second battery was connected to power port two (2). The data point recorded after the loss of power revealed that another battery was connected to power port one (1) and a second battery was connected to power port two (2). The controller was without power for 13 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disc onnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that there were multiple high watt alarms triggered during normal power consumption. The patient seemed stable over the past weeks, and it was noted that the patient¿s ventricular assist device (vad) speed and high watt alarm setting had not been adjusted since (B)(6) 2019 and the power has slowly climbed due to the patient¿s increasing hematocrit. Therefore, the high watt alarm setting was adjusted. The patient had tachycardia with a bp of 110. Echocardiogram was performed and it was noted that the patient was stable, and the atrioventricular (av) remained closed. There were no further concerns. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Corrected sections: - b1: adverse event or product: corrected from product problem to adverse event product problem - b5: desc evt problem: corrected to include additional adverse event experienced by the patient and product malfunction exhibited - h6 patient codes (ime/annex e), device codes (fdd/annex a), imf (annex f) health impact and img (annex g) component: corrected to include new annex codes that reflect the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and controller (B)(6) were not returned for evaluation. Review of the available auto logs report revealed a controller power up event on 02-jan-2020 at 02:36:50. Prior to the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 13 seconds. Review of the auto logs report also revealed consistent power consumption within normal operating range throughout the analyzed period. 71 high watt alarms were logged since 02-jan-2020. Of note, the alarm threshold was set within the normal operating range. As a result, the reported controller loss of power and high watt alarm events was confirmed. Additional information received from the site indicated that the patient had tachycardia. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. A possible root cause of the controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log files revealed a loss of power to the controller. The controller remains in use. No patient complications have been reported as a result of this event.